Manufacturer narrative:
The macroscopic and microscopic examination revealed that the screw was pre-damaged (weakened) during the insertion due to too high torsional forces which exceeded the yielding point and finally broke in forced rupture mode during the removal of the screw. Indications for material or manufacturing related problems were not found in this investigation.

Event description:
Dr was removing screws from patient to take burr hole cover off. During the procedure 3 of screws had heads come off deattached from body of screw. Product not at fault for revision surgery where product complaint occurred.